Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was received but was accidentally discarded at the service provider location before evaluation could be performed and therefore no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "on (B)(6) 2019 (B)(6) emailed "300718- had a leaking tubing with 5fu. It occurred yesterday (he called me a 10:25 am and I was at their clinic at 11am). A patient was hooked up on monday and came to the clinic yesterday for follow-up. (B)(6) noticed frost on the bag and could see it was leaking. He didn't give me any patient details, however, in the box that I shipped back today with the pumps, the tubing and bag of 5fu is still attached to the pump and wrapped in a bio-hazard bag. I think I saw a patient label on the bag of 5fu so you may be able to get the patient's info. There was no patient harm reported." A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.